Event description:
The scs system was implanted in the pt on (B)(6) 2007. The pt reportedly experienced loss of stimulation and wanted the system removed rather than replaced. The system was removed on (B)(6) 2009. The explanted lead was returned to ans for eval. No add'l info is available.

Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The lead has coils broken about 10.5 cm from the insertion handle and in several other places. The lead appears to have been kinked. The lead failed continuity testing with all channels measuring open. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.